Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-laparoscopic sigmoidectomy, a leakage was noted. A hole in the anastomosis was oversewn to close.